Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by the prestataire that the patient became hyperglycaemic (specific value not provided) while wearing the pod. When the pod was removed from the infusion site, the pod's cannula was found bent. After 3 days, the omnipod dash controller still indicates 50 units of insulin remaining, whereas it usually indicates 15 units of insulin remaining. As treatment, a new pod was applied.